Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter extended 6.0 cm from the distal end of the strain relief oversleeve, where the catheter had been cut at the 33cm depth mark. A legacy replacement connector was connected to the distal catheter segment, which included the groshong 3-position valve and tungsten plug. The catheter extended 31.4cm from the distal end of the blue strain relief oversleeve. A microscopic examination of the groshong s/l catheter revealed three semi-circumferential creases in the section of tubing that had been cut away and remained attached to the nxt connector. The creases were located 1.5, 4.7, and 5.3 cm from the distal end of the strain relief oversleeve. The creasing observed in the tubing indicates that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to kinking, which can eventually cause the tubing to split with repeated flexing and kinking. It was reported that the catheter was in place for 162 days before the leak was observed. No defects related to the manufacturing process were noted on the complaint sample.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezk0993 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by nurse that a groshong catheter (model: 7617405) was implanted into the patient's body on (B)(6) 2016 with the puncture site at left upper limb through median cubital vein by the method of blind puncture. The operation was smooth. The length of the catheter implanted into the patient's body was 34 cm with 5 cm left outside. The previous catheter maintenance was normal but on (B)(6) 2016 it was reported by the head nurse that liquid leakage occurred at the puncture site during catheter maintenance and that there were ¿dits¿ on the catheter after it was pulled out 1 cm. The catheter was thus trimmed and a back-up connector (model: 7717405) was used to replace the old one. Since the position of the catheter tip was too shallow, blood return was then reported in the catheter, resulting in catheter obstruction. The catheter was then pulled out and a new catheter was implanted into the patient's body for use.